Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged missing segments/partial display and solid white display found on 11-nov-2022.pump was received with a missing segments/partial display and blank flashing solid white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test self test and dat due to a missing segments/partial display and blank flashing solid white display with audio beep alert. Unable to generate power management graph due to a missing segments/partial display and blank flashing solid white display with audio beep alert. Unable to download history files and traces using thus due to missing segments/partial display and blank flashing solid white display with audio beep alert. Pump was cut open to perform visual inspection and found a cracked lcd glass and a cracked lcd controller (pcba 1). No corrosion or moisture damage found on the pcba 2, force sensor, motor or vibrator¿assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display and blank flashing solid white display with audio beep alert noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display and blank flashing solid white display with audio beep alert noted.the original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued download history files/traces using thus.the pump passed the self test and no missing segments/partial display and blank flashing solid white display with audio beep alert noted.successfully downloaded history files and traces using thus.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted.no power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date.a missing segments/partial display and blank flashing solid white display with audio beep alert were confirmed due to a cracked lcd glass and a cracked lcd controller (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing.unable to download history files and traces using thus due to missing segments/partial display and blank flashing solid white display with audio beep alert. A missing segments/partial display and blank flashing solid white display with audio beep alert were confirmed due to a cracked lcd glass and a cracked lcd controller (pcba 1). However, a test pcba 1 was used, continued download history files/traces using thus and no blank display/missing segments/partial display and solid white display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was white. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.